Event description:
It was reported that suture placement in the right common femoral artery was performed with two prostyle devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly post procedure, the suture of the 2nd device snapped. A 3rd prostyle suture was deployed; however, complete hemostasis was not achieved; therefore, manual compression was ultimately used to achieve hemostasis. It was confirmed that the 1st and 3rd devices were deployed without issue; the sutures were successfully advanced to the vessel wall and tightened but were unable to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.